Event description:
It was reported that revision surgery was performed due to the devices causing infection and elevated cobalt and chromium levels. Devices implanted in 2009.

Manufacturer narrative:
Initially reported to the FDA (B)(6) 2012 via patient submitted maude event report (B)(4).